Event description:
The company was informed that the electrode array has migrated. Testing showed that the patient's device is functioning. Programming adjustments were made; however, this did not resolve the issue. Surgery to reposition the patient's device will be scheduled.